Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 00598003701 lot # 62143540 nexgen tibial component, 00596009900 lot # 62167349 nexgen taper stem plug, 00597206535 lot # 62034492 nexgen all poly patella, 00111314001 lot #74884314 and 00111314001 lot #74804314. This report is number 2 of 2 mdrs filed for the same patient (reference 3007963827-2017-00005 and 2648920-2017-00034).

Event description:
Patient alleged experiencing right knee swelling and audible noise four years post-implantation. No revision has been reported to date and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information this event will be reported under: 0001822565 -2017 -07717. The initial report was filed under the incorrect MFR number and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient alleged experiencing throbbing pain, swelling, and audible clicking in the right knee that started roughly 1 year post op. No revision has been reported to date and no further information has been provided.